Event description:
It was reported that the insulin gauge was inaccurate after the customer filled the cartridge with cold insulin. Tandem technical support educated customer on the correct fill process per the user guide. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 101 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.